Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x1 rb needle pulled out of hub. Verbatim: rcc received a complaint via email. Email(s) attached. Infant received 2-month immunization. Third vaccine provided was pneumoc15 to right leg. After injecting vaccine to r leg, syringe was removed. Needle remained to r leg, horizontal, almost completely visible. Needle had detached from hub of needle writer quickly removed needle from leg and placed needle in sharps container, writer placed syringe in sharps container. Writer reassured parents that infant received entire dose of vaccine, and that entire needle was out of leg, no part of needle left in leg.